Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the issue occurred due to incorrect inventory mapping on the es server. A technical support specialist dialed into the es server, reviewed the inventory for the specific drawer, and resent pocket load messages. The customer attempted the fix and later resolved the issue by releasing the cubie and allowing it to sync with the server, which cleared the duplicate item association. Since the station was not available for a full downtime sync, the cubie was left removed as a temporary workaround. The customer confirmed the workaround was acceptable, and the case was closed. The system functioned as intended after the customer resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a physical medication loaded in the drawer (lokelma), however the server showed two medications loaded in the drawer, lokelma and ketorolac. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a physical medication loaded in the drawer (lokelma), however the server showed two medications loaded in the drawer, lokelma and ketorolac. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.